Manufacturer narrative:
Correction to h3 and h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. The certitude delivery system was fully inspected, and the following was observed: the inflation balloon burst radially and longitudinally. There were no balloon material appears to be missing. Due to the nature of the returned device (burst balloon), no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional testing was performed and the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The certitude delivery system was fully inspected, and the following was observed: the inflation balloon burst radially and longitudinally. No balloon material appears to be missing. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the certitude delivery system balloon ruptured due to a high degree of sinotubular junction (stj) calcium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), in a tavr procedure for a 23mm sapien 3 ultra valve via carotid approach, the delivery system balloon ruptured during the latter half of valve deployment, due to a high degree of sinotubular junction (stj) calcium.. They were able to remove the balloon and certitude sheath as a unit with nothing left behind. A second sheath was used to post dilate the valve to ensure full deployment. There was no patient injury.